Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 125 to 135 mg/dl. Testing performed three to four times daily. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting on (B)(6) 2015 at 10:00 am produced test results of 256 mg/dl and 186 mg/dl using truetrack meter. Back to back blood test performed non-fasting during call on 07/28/2015 produced results of 221 mg/dl and218 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 09/24/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 125 to 135 mg/dl. Testing performed three to four times daily. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting on (B)(6) 2015 at 10:00 am produced test results of 256 mg/dl and 186 mg/dl using truetrack meter. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 221 mg/dl and218 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 09/24/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (time not set): 1:256mg/dl (B)(6) 2015 10:01 am. 2:186mg/dl (B)(6) 2015 10:00 am. 3:155mg/dl (B)(6) 2015 10:48 am. 4:149mg/dl (B)(6) 2015 04:32 am. 5:161mg/dl (B)(6) 2015 10:43 am. Adverse event not reported.